Event description:
It was reported that the pt was placed in a prone position for a cervical laminectomy. Within five to ten minutes of product use, the skull clamp came open and the adult disposable pins (unk type) cut the scalp of the pt. Sutures were required. A new mayfield was then used and surgery proceeded.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.